Event description:
It was reported that during a low anterior resection procedure, the doctor fired three green reloads but all failed. The cartridge required excessive force to fire, the staples were malformed and the staple line was not complete. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 03/09/2009. Evaluation summary: the analysis results showed that the device was received in good visual conditions and with a reload present. The reload was received fully fired. The device was noted to have low preload force; this is consistent with damaged observed when clamping on tissue thicker than indicated. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.